Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) failure (event) observed during analysis. Final analysis found medical adhesive covering the electrode ring, causing the lead to exhibit high impedance.